Manufacturer narrative:
(B)(4). This device is not sold in the us. A similar product is sold in the us. The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer alleges that the swg (spring wire guide) got stuck in the dilator and didn't advance further. Therefore, the swg and dilator were replaced by new ones.

Manufacturer narrative:
(B)(4). One spring wire guide (swg) assembly and one introducer catheter were returned for evaluation. The components showed evidence of use. The components were visually examined with and without magnification. It was observed that the swg was kinked 9cm from the j-bend. No defects or anomalies were observed on the catheter. The length and diameter of the swg were measured and found to be within specification. A manual tug test revealed that both swg welds were intact. The wire had a typical feel. The swg was inserted into the catheter hub 4 times, rotating the catheter 1/4 turn between insertions. Resistance was encountered during two insertions preventing the swg from passing through the catheter. After functional testing, the hub of the catheter was cross-sectioned and microscopically examined. The hub was found to be deformed at the transition point. A DHR review was performed on the swg and introducer catheter and did not reveal any manufacturing related issues. The report of difficulty passing the swg through the introducer catheter was confirmed through functional testing of the returned sample. There was a deformity inside the catheter hub that prevents the guide wire from passing through the catheter in certain orientations. The probable cause of this issue is manufacturing related. Nonconformance request (B)(4) was initiated to further investigate this issue.

Event description:
The customer alleges that the swg (spring wire guide) got stuck in the dilator and didn't advance further. Therefore, the swg and dilator were replaced by new ones.